Manufacturer narrative:
It was reported that this lead was explanted and retained by the explanting facility. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead presented with elevated pacing impedances greater than 2500 ohms at follow up. It was reported that sensing and capture were not affected by the elevated impedance, therefore the physician elected not to replace the lead until the associated pulse generator was replaced. Several months after the elevated impedances were noted, the patient's pacemaker required replacement due to normal battery depletion. During the explant, the physician checked the lead to header connections and found they were good. When the rv lead was checked using a pacing system analyzer, impedance was greater than 2500 ohms. The rv lead was explanted and replaced during the change out procedure. No additional adverse patient effects were reported.